Event description:
Boston scientific received information that the right ventricular (rv) lead implanted with this implantable cardioverter defibrillator (ICD) exhibited an out of range pacing impedance measurement. Boston scientific technical services (ts) looked at the patient's lead trend data and observed the impedance had been consistent but has recently gone up. Ts suggested having the patient come in for troubleshooting (isometrics, pocket manipulation). There were no adverse patient effects reported. Additional information was received that this lead exhibited another out of range pacing impedance measurement. The field representative reported troubleshooting was performed but was unable to reproduce high readings or artifact. The patient will be checked monthly and will be followed more intensely. An x-ray has been recommended.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.